Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an infection and pocket erosion occurred approximately 11 weeks after implant of an implantable pulse generator (ipg) system. The ipg device was explanted. The right atrial (ra) and right ventricular (rv) leads were capped and placed in an absorbable envelope. The leads were not explanted as they were sutured in the heart during coronary artery bypass surgery. Blood cultures and cultures from the ipg were taken and antibiotic treatment was necessary. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.